Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A hospital employee reported that during an intraocular lens (iol) implant surgery, a strand of plastic was found and removed from the left eye during the initial surgery. Additional information has been requested.